Event description:
It was reported that the case inovlved a small circumflex. The vessel was wired with a pilot guide wire with no problem. The balloon burst at 16 atm, a dissection occurred, guide wire placement was lost, and the vessel closed down. The case was then closed.